Event description:
The implant failed due to pt bone condition. The implant was placed at #34 and removed after 2 months. Fixture was placed with primary closure, bone graft material was used. Good oral hygiene. Moderate bone condition.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. There is no info about medical condition of pt. See scanned pages.